Manufacturer narrative:
Additional information provided in d.11., h.3., and h.10. The product investigation could not identify a root cause for the reported complaint. Information was provided by a facility representative that indicated that in the surgeon's opinion, what caused or contributed to the event was, "1. Suspect irregular astigmatism & difficulty with toric company lens," and "2. Patient unable to adapt to multifocal & very much disrupted her work ¿ wanted iol explanted for monofocal iol." Additional information was provided that the multifocal lens model tfnt30, +1.50 add power, 16.5 diopter lens model was replaced with a monofocal sn60wf, 17.5 diopter lens model. Due to the surgeon's indication of the suspected irregular astigmatism an the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) a patient experienced two diopters of astigmatism. The lens was exchanged during a secondary procedure. Additional information was requested.